Manufacturer narrative:
The sample was collected in a 13x100mm greiner lithium heparin vacuette tube, and was centrifuged at 3000gs for 10 minutes at room temperature. The sample was a full sample and appeared clear. No system details were provided. Service was dispatched but no remarkable findings were noted. The customer suspects the event is related to the sample type and will be evaluating serum tubes. A definitive root cause has not been determined for this event.

Event description:
A customer reported to beckman coulter, inc. (Bec) that unicel dxi 600 access immunoassay system generated duplicate false positive total beta human chorionic gonadotropin (access tbhcg) results of 10 miu/ml and 8 miu/ml for one patient. The results were not reported out of the laboratory. Repeat testing on an alternate instrument, access 2 immunoassay system produced result of 1.46 miu/ml, which is within the normal reference range and was believed to be correct. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.